Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon inserted a fast fix into the meniscus but the device bent significantly.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.